Event description:
It was reported that the asymptomatic patient presented in clinic for regular follow-up. Post-paced t- wave oversensing was observed. Programming changes were made. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.